Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Pump received with a blank display during testing. Pump was cut open and found broken off j7 on the pcb 1 and moisture damage on the motor, force sensor, keypad flex tail, internal battery, battery tube and pcb 1. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. In summary, pump received with a blank display due to broken off j7 on the pcb 1. Cosmetic damage was confirmed case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.